Manufacturer narrative:
The gas delivery engine (gde) was replaced and the reported issue was resolved.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator gave transducer fault, vent inop error. Cannot calibrate the transducers. No patient involvement.